Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2006 the patient presented with preoperative diagnosis og l5-s1 lumbar degenerative disk disease with segmental instability. The patient underwent the following operation: right l5-s1 transforminal lumbar interbody fusion using bone morphogenic protein , cage peek, interbody sevice, nonsegmental pedicle screw instrumentation, nerve integrity monitoring times two hours, microdissection and intraoperative fluoroscopy. Per-op notes: a cage verte-stack peek interbody device was then selected , recombinant human bone morphogenic protein type 2 was mixed on the black table and distributed among several collagen sponges . A third bone morphogenic protein collagen sponge was then rolled into the center of cage device. Patient alleges unspecified injury due to the use of rhbmp-2